Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2018-02922. It was reported the patient may undergo surgical intervention due to receiving inadequate pain relief.

Event description:
Device 1 of 2: reference MFR. Report #3006705815-2018-02922. It was reported during follow up the patient had surgery during which the leads were explanted and replaced on (B)(6) 2018. Effective therapy restored post operatively.